Manufacturer narrative:
This report is filed april 1, 2016. Device disposed of.

Event description:
Per the clinic, the device was explanted in 2006 (specific date not reported) due to pain with device use. The patient was reimplanted with another cochlear device during the same surgery. It was reported that the device was discarded by the clinic.